Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient had another procedure following the initial pump placement and then got a ¿rip-roaring infection¿ and they had to take everything out. The patient had a right groin abscess, cellulitis, necrotizing fasciitis, deep tissue infection requiring extensive surgical debridement and removal of his pump. The patient had prolonged antimicrobial, intravenous and oral therapy and hyperbaric oxygen treatments. Cultures grew out mrsa in the tissue. When he was medically cleared he had a new pump implanted and was doing fine. The new pump was implanted in (B)(6) 2013. It was later reported that the pump was delivering dilaudid.